Event description:
It was reported that a user awoke with elevated blood glucose, with a sensor value of 399 mg/dl and a confirmatory fingerstick of 355 mg/dl, while using the ilet system; the user was unsure of the cause, and a complete infusion set and related supply change was performed with insulin delivery resumed without observed abnormalities. Symptoms included hyperglycemia. Outcomes included user self-management with troubleshooting and education, without escalation to medical care. Investigation included user-guided troubleshooting and replacement of disposable supplies. Investigation of this case revealed no device malfunction observed during field troubleshooting, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.